Manufacturer narrative:
The failure investigation is limited in scope since the product was not returned to encore for evaluation, and the catalog number and lot number were not supplied. Furthermore, encore started doing business in april 1992 and received 510(k) clearance for ps inserts in november 1994. If the ps insert was implanted 15-16 yrs ago, it could not have been encore product. The root cause for the post breaking on the ps tibial inset is unk. Possible contributing factors are: if the insert was manufactured 15-16 yrs ago, then the material may have been more brittle than current manufacturing materials. Pt may have experienced trauma that resulted in the post breaking. This is the final report.

Event description:
Revision surgery due to post on tibial insert breaking off.